Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received. (B)(4). The procedure was completed with manual suturing.

Event description:
According to the reporter, during a colon resection, after firing, surgeon cut the tissue and removed the stapler, but no staples were placed on the tissue. The tissue was sutured by hand. The device UDI number is not available. The event occurred in use for patient. The procedure was completed with manual suturing. The surgical time was extended by less than 30 min. The status of the patient: no problem. Additional tissue resection was not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.